Event description:
On (B)(6)2022, getinge became aware of an issue with one of surgical lights - powerled. The received customer allegation regarded a non-reportable issue. On (B)(6)2022 service technician arrived on site and noticed that the screws were loose on main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as any defect of the screws involved in this complaint may lead to the detachment of the whole configuration and serious injury in case of event reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 14th september 2022, getinge became aware of an issue with one of surgical lights - powerled. The received customer allegation regarded a non-reportable issue. On 1st of november 2022 service technician arrived on site and noticed that the screws were loose on main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as any defect of the screws involved in this complaint may lead to the detachment of the whole configuration and serious injury in case of event reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification due to fixation screws holding the device main tube being loose and, in this way, contributed to the event. Information gathered during the investigation indicates that the device was being used for patient treatment when the event occurred. A review of received customer product complaints related to investigated issues, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we find that the failure ratio of the loosened suspension fixing screws is very low. During the analysis, subject matter expert at the manufacturing site determined the following to have likely occurred. A loosening of the screw or screws, where the probable causes of loosening corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations (installation manual 01584 en 09, page 92). In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube (01582 en 08 pages 16-17, 253-254, 259). In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.